Event description:
Balloon angioplasty was being performed on left arm av fistula with tight stenosis. A .035 glidewire was advanced past the lesion. Balloon was advanced over the wire by physician. Balloon was slowly inflated over 2 minutes to burst pressure. Balloon ruptured circumferentially and fractured part of balloon had to be retrieved via cut-down procedure. Manufacturer response for balloon, cook (B)(4) (per site reporter): I will send info from the conversations between the radiologic practitioner assistant and cook.